Event description:
It was reported that when the device was connected to the lead, there was an issue while tightening the set screw after loosening. The lead could not be removed because the set screw did not rotate properly and torque could not be applied. Despite of changing torque wrench, the problem was not resolved. Patient was stable post procedure.

Manufacturer narrative:
The reported event of setscrew problems was not confirmed in the laboratory. Analysis found that the atrial and ventricular setscrews were removed in the field and were not returned for testing. No anomalies were found with the connector blocks that the setscrews screw into. The device was tested with new setscrews and no anomalies were found. Without the return of the associated setscrews, a complete analysis cannot be performed and the complaint cannot be completely assessed.